Event description:
During a pfa procedure with a volt catheter, the patient became hypotensive and ultrasound revealed a pericardial effusion in the right ventricle. A pericardiocentesis was performed, however the patient was transferred to another hospital for surgery. The physician stated that the event was due to a difficult transseptal puncture. Transseptal was performed with a swartz sheath and brk needle. Difficulties were experienced due to the patient's specific anatomy. The guide was used to change to an agilis sheath but transseptal was lost. Transseptal puncture was about to be performed with the agilis sheath and a new brk needle, however it was advised to perform the puncture with the swartz sheath and the brk needle instead. Ablation started, however, the perforation was then noted and a pericardiocentesis and surgical intervention was performed. The patient is stable and there were no alleged performance issues with any abbott devices.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.